Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of ventricular lead noise were observed. The noise was reproduced in the clinic. Programming change was made to resolve the nose issue. Chest x-ray was discussed for further assessment. The patient was stable.